Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. An empty opened foil, a labeled winding former and needle-suture piece were returned for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area of the needle was as expected. The suture piece was examined and several damages (flat) along of strand and end suture was cut that appears to be by use of the surgical instrument. According to the sample condition, the assignable cause of performance-breakage suture suggest an improper handling of sample.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a cat underwent an ovariectomy on an unknown date and suture was used. During linea closure, the suture broke. Another like device was used to complete procedure. No additional information was provided.